Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the user needs to unload the medication in cubies from the software side. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that need help to unload the medication in cubies from the software side. A technical support specialist solved the issue by followed the knowledge article- manually unloading storage spaces: es 1.6, 1.8 and reset the drawer 2.1 and 2.2 and perform data synchronisation on the device issue resolved. The system functioned as intended after technical support specialist troubleshot the device.